Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the competitive device had reached end of life, and the right ventricular lead was unable to capture. The physician was unable to test the lead functionality. The lead was capped and replaced, and the patient was in stable condition.